Event description:
It was reported that the ilet system was suspected to be leaking insulin at the pump interface, with high blood glucose observed after the user replaced supplies using components from the same box as the leaking set; subsequent troubleshooting included a dry run, thorough drying of the ilet, and a complete supply change with different supplies, after which no further leakage was observed and glucose values began to stabilize. Symptoms included thirst during the hyperglycemic event, with a highest reported glucose of 350 mg/dl. Outcomes included no alarms recalled by the user and no medical intervention or hospitalization. Investigation included guided troubleshooting, visual inspection by the user for leaks, performance of a dry run, and replacement of the infusion set, connector, and cartridge. Investigation of this case revealed that the issue did not recur after the device and components were dried and replaced, suggesting a transient leak or connection issue associated with the prior set and resolved with new supplies. It was concluded, based on previously established findings for similar reports, that the cause was user-correctable connection or component seating variability leading to a temporary leak that resolved with proper drying and supply replacement.